Event description:
It was further reported that the patient died due to congestive heart failure and septic shock. It was also noted that no performance issue was noted on the ipg and the patients previous symptoms were not linked to the device.

Manufacturer narrative:
This device is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is now deceased and the cause of death is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced hypoxia, atrial fibrillation (af) and ventricular rates of thirty nine to the sixties. It was also noted that the implantable pulse generator (ipg) was not pacing on the monitor and was possibly pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.